Event description:
When the patient leans over, the generator moves and causes pain. The generator was noted to be pushing out of the skin. Patient will wake in the middle of the night. When patient lays on her right side, the generator flips. Patient noted the generator is now in a different place. Patient has now been referred for repositioning surgery. Generator repositioning surgery was performed and the generator was tied down. Diagnostics were okay. Post operation, the patient had no issues. No additional relevant information has been received.

Manufacturer narrative:
(B)(4).